Manufacturer narrative:
Cmp-(B)(4). D10 - medical devices: tprlc 133 mp type1 bm so 15.0; item# 51-116150; lot# 6222310. G2 - foreign: australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a total hip arthroplasty and subsequently a revision surgery was performed due to dislocation. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information and correction. D4 - UDI number corrected to (B)(4). Visual examination of the provided picture identified explanted ceramic head and stem, however did not identify any non conformity or failure that could have contributed to, or caused, the reported event. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Device is used for treatment. Radiographs were provided and reviewed by a radiologist. Right hip arthroplasty components are anatomically aligned. There is no dislocation or other abnormality. Implant fit and alignment are maintained. Bone quality appears normal. No loosening, wear, radiolucency, or any other contributing factors are identified. No other concerns are identified. While the alignment is anatomic, the subsequent dislocation could hopefully be prevented from recurrence with a high offset stem which should provide additional stability. With the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.